Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the door on the imaging system did not respond to the door open command. The site attempted to try the door override button without success. The site proceeded to open the door manually, but the door would not get out from the proper adjustment and was disabled form opening or closing the door. The site adjusted the mechanism of the door and checked ful functionality of the 'open' and 'close' door command. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.